Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was insufficient blood flow through the device. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "the blood does not flow well through the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 17-feb-2023. Bd received 2 cases of samples for investigation. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was insufficient blood flow through the device. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "the blood does not flow well through the needle. ".